Manufacturer narrative:
(B)(4). Batch # m93e54. The analysis results found that the har23 device was returned inside its package. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be scratch at one of the corners of the package. The seal was noted open at the damaged area. The seal area was inspected and evidence was found that it was properly sealed during the packaging process. Pictures of the sample were received for analysis as well. Upon visual inspection of the picture, the seal appears to be open at one of the sides of the package; it appears like the seal was properly performed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the damages found. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before a vats lobectomy, it was found that the tyvek was slightly peeled away. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.